Event description:
The distributor reported that a revision surgery was performed due to a dehiscence and infection.

Manufacturer narrative:
The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user faciltiy reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.